Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently warm to the touch when charging. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer continued to charge the pump with original charging supplies. Replacement charging supplies were also sent to the customer.